Event description:
It was reported that the pump time was incorrect, cause was unknown and the pump battery was depleting quickly. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.